Manufacturer narrative:
The device passed the self test and the displacement test. Programmed the device with the current time and date and monitored for ten (10) days. No unexpected time gain/loss noted during monitoring period. The time and date function are performing properly.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had time clock anomaly. The customer's blood glucose level was 12 mmol/l. The customer reported that the gain was not greater then 1 minute per week and gain was greater than 4 minutes per month. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.